Event description:
The hcp reported that one day following a bravo ph monitor placement, the pt was experiencing extreme discomfort and vomiting. The physician decided to admit the pt to the hospital for observation. Attempts to follow up with the physician have been unsuccessful.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.